Event description:
It was reported that the wake button was difficult to press. The customer's blood glucose was 500 mg/dl. A manual insulin injection was administered to address bg level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned